Event description:
The facility reported a battery issue. Info was not provided regarding whether or not the failure occurred during a pt infusion. The hosp rep stated that ther have been no reports of any pt incident involving this pump since the last baxter service event. No add'l info is known.